Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 196" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the biphasic bridge and biphasic to system flex cable were replaced as a precaution. Review of the device activity log does show occurrences of the reported error message. The biphasic bridge and biphasic to system flex cable were sent to zoll medical corporation for further evaluation and the reported problem could not be duplicated. Analysis of reports of this type has not identified an increase in trend.